Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 6mm by 6mm amplatzer duct occluder ii was selected for an implant. The dimensions of the defect was 5-6mm and was determine by fluoroscopic. During procedure, the device was successfully implanted. During the angio check, it was noticed that the device had embolized in the right ventricle and an emergency procedure was done to retrieved the device surgically from the patient. No device was implanted. Per the physician, it was deployment technique that caused the device to embolized. The patient remain hemodynamically stable throughout the procedure and is recovering. No additional information was provided.

Manufacturer narrative:
An event of device embolization was reported. The device was returned to abbott for investigation and the device met dimensional and functional specifications when analyzed under non-physiological conditions. The distal disc appeared stretched. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.